Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient underwent a repeated computed tomography angiography (cta) and found that the outflow graft was patent/open. The plan is to discharge the patient and increase the diuresis medication to bumex 8mg three times daily and then re-evaluate.

Event description:
It was reported that a patient experienced weight gain and lightheadedness, which were symptoms associated with worsening right heart failure . The patient also developed acute renal dysfunction. Diagnostic tests, including a chest x-ray, echocardiogram, and computed tomography scan, were conducted. The echocardiogram revealed an lvidd of 6.4 cm and left ventricular opening beat to beat, while the computed tomography scan indicated possible outflow graft kinking. It was noted that a gortex graft around the outflow graft might be contributing to this kinking. The patient reported experiencing lightheadedness with positional changes and was found to be volume overloaded, with low flows likely due to outflow graft stenosis/kink. Medications and diuretics were administered, and the patient was admitted for aggressive diuresis, resulting in a 40 lb weight decrease. Logfiles showed possible suction. No treatment was required for the renal dysfunction at the time. The patient remained alive with no injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional products: d1: heartware ventricular assist system ¿ outflow graft d4: model #: 1125/ catalog #: 1125/ expiration date: / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) and associated outflow graft (lot no. 17469998-1413) were not returned for evaluation as they remain in use. A review of the device history records was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis revealed twenty (20) low flow alarms since (B)(6) 2025 and several intermittent suction events within the analyzed period. The reported outflow graft kink event could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation and available information, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, kinked outflow graft, outflow graft obstruction, and poor vad filling. Per the instructions for use, renal dysfunction and neurological dysfunction are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system ¿ outflow graft d4: lot #: 17469998-1413 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.